Manufacturer narrative:
Qc on other analytes failed established specifications during this time. A field service engineer (fse) was dispatched and replaced the cartridge chemistry (cc) sample and reagent syringes, reagent probe valve and carryover tests passed. The root cause appeared to be cc side sample handling related hardware.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a glucose (glu) result of 27mg/dl generated by the unicel dxc 600 pro synchron clinical system which repeated as 116mg/dl. The sample was rerun again and recovered 111mg/dl and was reported outside of the laboratory. There was no death, injury or change to patient treatment with regard to this event.